Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed no evidence of excessive battery use. The battery compartment was cracked; however the pump was able to power on with the returned battery cap. The pump¿s current draws were found to be within specifications. The pump cover was removed and no moisture ingress or loose components were found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.